Event description:
It was reported that during an unspecified fluoroscopy procedure, the distal j tip of the iq 300 cm guidewire had fractured. The lesion being treated was located in the left anterior descending coronary artery. The procedure was successfully completed with a new iq guidewire. No pt injuries or complcations were reported. Pt status is reported as 'good'.